Event description:
Bag had a hole would not prime or start cutting.

Manufacturer narrative:
"Unit was received from the field for evaluation. Refer to evaluation #(B)(4) - rest on tip, discolored tubing, appears handpiece has been sitting with fluid for a while. Priming was successful. Failed ultrasound when power is applied. Upon internal inspection handpiece had an internal leak. Could not duplicate customer stated malfunction. Failure observed likely due to handpiece being stored with fluid in the line. The handpiece primed successfully, but would not cut. The DHR for microtip lot 08113-04 was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint. There were 126 units released from lot 08113-04. (B)(4).